Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nurse found blood on the patient's quilt in ICU. The juncture of the catheter was found cracked and leaking. The catheter was removed.

Manufacturer narrative:
(B)(4). The customer returned one three-lumen cvc for evaluation. The catheter had extension line clamps and luer caps not provided with this kit attached to it. The distal extension luer hub was found to be cracked, beginning at the threads. This is indicative of over tightening the cap. Water leaked from the distal luer hub when flushed through the distal extension line. A device history record review was not required for this complaint investigation. The instructions-for-use (IFU) that are packaged with this kit suggest routinely inspecting indwelling catheters for desired flow rate, security of dressing, correct catheter position and secure luer-lock connections. The customer reported issue of the catheter leaking was confirmed during the complaint investigation. Visual and functional inspection of the returned catheter showed that the distal extension line luer hub was cracked, causing the leak. The crack appears to have been caused by undue force being applied to the hub. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the nurse found blood on the patient's quilt in ICU. The juncture of the catheter was found cracked and leaking. The catheter was removed.